Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was going to have an MRI for back pain. The procedure was not due to a problem with the device or therapy. The hcp did not know if the back pain was related to the broken intrathecal catheter that she saw on the order for the patient¿s scan. No further patient complications were reported.